Event description:
The customer reported the system was unable to make fluoroscopic x-rays. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and repaired a camera connector. The system operates as intended.